Event description:
It was reported that during a routine follow up this device battery had triggered end of life (eol). At the last follow up in (B)(6) 2019 the battery was at 68%. No shocks were delivered. A revision was planned, but prior to the replacement a 10j shock was delivered and an increase in the shock impedance values were noted compared to the values seen 2.5 years ago. The physician thus decided to performed defibrillation testing. After induction noise was seen, and after eighteen seconds without detection of the ventricular fibrillations an external shock was delivered. The device was then programmed to the alternate vector and induced again. Noise was seen in this vector and an external shock was once again delivered. It was noted that the patient had a bat-system (a neurotransmitter system)implanted thus this device was reprogrammed and vf was one again induced in the primary and alternate vectors but no sensing was seen and only noise. It was then elected to see if this device could work normally without the bat-system thus the bat-system was switched off and defibrillation testing was once again performed. This device sensed normally and a 65j shock was able to terminated the induced arrhythmia. It was noted that the physician may want to try another position for the lead implanted and perform defibrillation testing again. Information was needed regarding how long this device would work normally and deliver therapy as the device was at eol. The other device was switched off and this device sensed normally. A revision is planned in two weeks. A review of the case by technical services (ts) noted the device was exhibiting characteristics of premature depletion. This device has sufficient reserve capacity to ensure a three shock delivery below a fifteen second charge time if reassessed or replaced within a fourteen day time frame. If a timeframe longer than fourteen days is intended until device replacement, the device may want to be reassessed within the next fourteen days to see if replacement can be postponed further. The device remains implanted. No adverse patient effects were reported. Subsequently the device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that during a routine follow up this device battery had triggered end of life (eol). At the last follow up in november 2019 the battery was at 68%. No shocks were delivered. A revision was planned, but prior to the replacement a 10j shock was delivered and an increase in the shock impedance values were noted compared to the values seen 2.5 years ago. The physician thus decided to performed defibrillation testing. After induction noise was seen, and after eighteen seconds without detection of the ventricular fibrillations an external shock was delivered. The device was then programmed to the alternate vector and induced again. Noise was seen in this vector and an external shock was once again delivered. It was noted that the patient had a bat-system (a neurotransmitter system)implanted thus this device was reprogrammed and vf was one again induced in the primary and alternate vectors but no sensing was seen and only noise. It was then elected to see if this device could work normally without the bat-system thus the bat-system was switched off and defibrillation testing was once again performed. This device sensed normally and a 65j shock was able to terminated the induced arrhythmia. It was noted that the physician may want to try another position for the lead implanted and perform defibrillation testing again. Information was needed regarding how long this device would work normally and deliver therapy as the device was at eol. The other device was switched off and this device sensed normally. A revision is planned in two weeks. A review of the case by technical services (ts) noted the device was exhibiting characteristics of premature depletion. This device has sufficient reserve capacity to ensure a three shock delivery below a fifteen second charge time if reassessed or replaced within a fourteen day time frame. If a timeframe longer than fourteen days is intended until device replacement, the device may want to be reassessed within the next fourteen days to see if replacement can be postponed further. The device remains implanted. No adverse patient effects were reported. Subsequently the device was explanted and returned. No additional adverse patient effects were reported.